Manufacturer narrative:
(B)(4). Investigation results: an ultraflex tracheobronchial stent and delivery system were returned for analysis. Visual examination of the returned device found that the stent was partially deployed and the shaft was kinked. During the product analysis, the shaft bowed during a failed deployment attempt and the investigator was able to manually deploy the stent by pulling directly on the deployment suture. No other issues were identified during the product analysis. Device analysis determined that the condition of the returned device was not consistent with the complaint incident as the stent was received partially deployed. The noted damage to the returned device were consistent with excessive force being applied during deployment and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex distal release tracheobronchial stent was to be used in the airway to treat a stricture during a stent placement procedure performed on an unknown date. According to the complainant, during the procedure, the stent failed to deploy. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be ¿no damage to the patient.¿ note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the ultraflex tracheobronchial stent was partially deployed.